Event description:
It was reported that a patient presented with far p over-sensing noted on the patient's implantable cardioverter defibrillator and right ventricular lead. No programming changes were made. No information regarding adverse patient consequences were reported.